Event description:
The pt received 2.75 x 28mm and 3.0 x 28mm cypher select plus stents in 2006. The pt came with angina in 2008. After diagnostic, stent fracture was found. The stent fracture caused a small restenosis. The physician did not stent the lesion again.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. This device is one of two products associated with this event. Please refer to MFR report #9616099-2008-01677. The product remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.